Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "red small pimples, red, induration, tenderness, tenderness, swelling, cluster of pustules, and abscess" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been completed. No deviations or non-conformances noted. Device labeling: warnings: product use at specific sites in which an active inflammatory process (skin eruptions such as cysts, pimples, rashes, or hives) or infection is present should be deferred until the underlying process has been controlled. Injection site responses consist mainly of short-term inflammatory symptoms starting early after treatment and lasting = 30 days. Refer to the adverse events section for details. Adverse events: per table 1 and table 2: injection site responses by severity and duration after initial treatment occurring in > 5% of treated subjects for possible injection site responses post injection with juvéderm volbella® xc include swelling, tenderness, firmness, bruising, lumps/bumps, redness, pain, discoloration, itching, and dryness. Injection site responses by severity and duration after repeat treatment with juvéderm volbella® xc occurring in > 5% of treated subjects include swelling, tenderness, firmness, lumps/bumps, bruising, pain, redness, discoloration, and itching. Treatment-related aes after initial treatment (or touch-up treatment) occurring in = 5% of subjects included chapped lips, dizziness, dry lips, general physical condition abnormal, headache, lip disorder (lumps), lip injury, oral herpes, presyncope, wound, and injection site discoloration, discomfort, edema, erythema, exfoliation, hyperaesthesia, hypoaesthesia, laceration, nodule, papule, paraesthesia, pruritus, and reaction. In the clinical study, 7 subjects had lumps/bumps or swelling that occurred weeks to months after treatment. All of these aes were mild or moderate. Swelling was treated with acetaminophen or doxycycline, and no treatment was given for the lumps/bumps. All of these events resolved without sequelae.

Event description:
Health professional reported that a patient experienced red small pimples, red, induration, tenderness, swelling, cluster of pustules, and abscess to right marionette area after they were injected with juvéderm volbella® xc in the lips. Treatment is noted hyaluronidase, clindamycin, cypromycin, vitrase, ¿client microneedled acinetic pustule,¿ ¿ciprofloxacin," and incision and drainage. Events have resolved. Patient was concomitantly injected with juvéderm voluma® xc. These are the same events and the same patient reported under MDR ID # 3005113652-2018-00861 (allergan complaint #(B)(4)). This MDR is being submitted for juvéderm volbella® xc.